Manufacturer narrative:
Final analysis found burnt components on the circuit board of the ac power adapter which contributed to the field complaint of a power-up anomaly.

Event description:
It was reported that the transmitter would not power on. The transmitter was returned and replaced.